Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues arose again.